Manufacturer narrative:
Insulin pump received with blank display due to broken solder joint on interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Insulin pump had cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that they were unsure about the drive support cap was protruded, loose, sticking out or flush. Customer declined troubleshooting for blank display. The customer to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.